Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A patient reported she has been treated with coolsculpting nd the treatment area got worse and turned into a big lump. The patient reported it is paradoxical adipose hyperplasia. The patient reports having more than one treatment but cannot recall the dates and stated the side effect happened over a period of time.

Event description:
A patient reported she has been treated with coolsculpting nd the treatment area got worse and turned into a big lump. The patient reported it is paradoxical adipose hyperplasia. The patient reports having more than one treatment but cannot recall the dates and stated the side effect happened over a period of time.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch"

Event description:
A patient reported she has been treated with coolsculpting and the treatment area got worse and turned into a big lump. The patient reported it is paradoxical adipose hyperplasia. The patient reports having more than one treatment but cannot recall the dates and stated the side effect happened over a period of time.

Manufacturer narrative:
Corrected data: d1 g1.